Event description:
It was reported that the patient experienced bilateral herniation with their inflatable penile prosthesis cylinders. The device was replaced with a 21cm x 12mm inflatable penile prosthesis. The patient was stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.